Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results within 10 minutes: 520 mg/dl and 123 mg/dl. No adverse event reported. No remaining strips were available; therefore, no product could be requested to be returned for product evaluation.